Event description:
Patient undergoing le fort I osteotomy intrusion, bilateral mandibular vertical ramus osteotomy, oral surgical splint, and intermaxillary fixation; for maxillary and mandibular hyperplasia and mandibular asymmetry. A stryker command drill was used. Small burn on mid lower lip was noted. Stryker command drill passed off surgical field and replaced with a new one. Surgery completed without further incident. Antibiotic ointment applied to small burn upon completion of surgery.